Event description:
Patient reported left side breast pain and rupture. Per physician's note it indicates "patient has been complaining for the last six weeks about lumpiness in the left breast" and there was some nodularity. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side breast pain and rupture. Per physician's note it indicates "patient has been complaining for the last six weeks about lumpiness in the left breast" and there was some nodularity. The device remains implanted.

Event description:
Patient reported left side breast pain and rupture. Per physician's note it indicates "patient has been complaining for the last six weeks about lumpiness in the left breast" and there was some nodularity. The device has been explanted.

Event description:
Patient reported left side breast pain and rupture. Per physician's note it indicates "patient has been complaining for the last six weeks about lumpiness in the left breast" and there was some nodularity. The device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Lump-nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d6b, h6.